Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the patient experienced halos. The iol was exchanged in a secondary procedure for clinical reason of glare while driving night and day. Additional information was requested.

Manufacturer narrative:
Complaint history and product history records were reviewed. And documentation indicated, the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).